Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose between 280-290 mg/dl with extreme drowsiness associated with an alleged power issue. Reportedly, the patient discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that the pump got went and there is moisture behind the display when they were out of town and has no power. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5-apr-2018 with the following findings: on examination, moisture was confirmed behind the display. On investigation, the pump was unresponsive and failed to power on; black box data and pump histories were not able to be downloaded for review. Leak testing revealed moisture ingress through the audio bolus button due to the button cover being missing. Internal moisture ingress was present on the printed circuit board and on the internal pump components. Investigation duplicated the complaint.